Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited a noisy image and error b30 (scope communication error). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction identified during the investigation was damage to charge couple device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.